Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii would not seal properly. The same device was used to complete the procedure. The hospital did not report any pt effects. The surgeon doesn't feel that it was a device issue; rather, he felt that the pt had an extremely calcified aorta, which affected the seal.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. (B)(4).